Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited overestimation. No intervention was performed. Patient was in stable condition.